Event description:
It was reported during a routine removal surgery, the 80-0759 t8 stick fit hexalobe driver tip broke. The surgery was completed with a 20 minute delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. T8 stick fit hexalobe driver (part number 80-0759, batch number 530862) was returned for evaluation. The returned driver was examined visually under magnification. There was minimal to no wear or damage throughout the driver shaft. There was significant twisting found along the hexalobe grooves on the driver tip. A visible twisting of each ridge along the driver tip was seen, this usually occurs just prior to a driver tip breaking. Hexalobe tip twisting occurs when excessive force is applied to the driver during use, usually to overcome increased resistance. Additionally, it appears the tip of the driver was fractured. The broken tip of the driver was also returned with observable hexalobe edge twisting and a torsional fracture on the surface. The driver is approximately 3.353" long and the returned broken tip was approximately .129" long. The reported event indicated the driver was damaged during a removal surgery. The direction of the twisted lobes indicates the driver was likely twisted counterclockwise with excessive force which is the direction a driver would be used for removal surgery. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.